Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: the gun was removed from the scrub table and an sc60 was opened and another blue reload was used to complete the wedge resection. Additional information requested but unavailable: the lot/batch number provided for the ecr60b, 7dh35w, was invalid. Do you have the correct lot/batch number? Was buttressing material utilized? If so, which product? The analysis found that one pce60a device was returned with the anvil bent upwards and with one ecr60b cartridge reload present. The reload was received fully fired. In addition the reload was noted to have damage on cartridge deck. The damage to the cartridge and anvil is consistent with the device being clamped over a hard or thick object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a wedge resection procedure, "the surgeon fired the device across the lung. This was the first firing. Gun fired easily but did pause and carried on. Knife did retract as usual as soon firing trigger released. Gun opened easily (as per normal using anvil jaw release button). The scrub nurse went to put new blue reload in, but the reload wouldn't click into place and he realized that the cartridge reload half of the end effector had been widened. Then the scrub nurse looked at the just fired reload, and noticed that the knife blade seemed to have gone off course about 7/8 along its length and cut into the blue plastic. The staple drivers beyond the damage were further pushed and the final few staples were still in the reload and pushed up but not formed. The staple line on the lung seemed ok. "Another like reload and a different device was used to complete the procedure". There were no adverse consequences for the patient reported.